Event description:
It was reported that balloon rupture occurred. A 6.0mm/2.0cm/135cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 6atm upon first inflation. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and patient was good post procedure.